Manufacturer narrative:
Concomitant products: product ID: 978a141, lot#: va29ndn, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a141, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor. It was reported that  they have already had one pudendal lead revision due to lead migration. No further patient complications are anticipated or expected as a result of this event.